Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that while loading a cartridge onto the pump, it appeared to be "warped" and was not sitting flush. A new cartridge was used and successfully loaded. The customer's blood glucose level was 105 mg/dl at the time of the event.